Event description:
I had purchased two blood glucose monitors from MFR. I believe that one,or both, monitors are either defective or so deficient in accuracy that they post a medical hazard. A blood sample tested by each monitor varied by about 50 units. With blood from the same pricking of a finger, monitor #1 would read 70, monitor #2 would read 120. I contacted the 800 number for the MFR, hypoguard. They indicated they were recalling these units and asked me to return the monitor. They stated they would mail a refund to me. They have not refunded my purchase price. Dates of use: 2005--2006. Diagnosis: inaccurate readings.